Event description:
Pt admitted for vaginal sling proceudre for stress urinary incontinence. During procedure: advantage sling needles were advanced through suprapubic incisions needle on right side advanced. Tip came in contact with pubic bone and advanced under fingertip guidance. In identical fashion, the needle passer on left side was advanced through the suprapubic incision cystoscopy was carried out with no evidence of bladder on urethral injury. Dilator portion of needle passer extended to allow connection of sling. Needle on left side was pulled through the suprapubic wound needle on right side pulled back and there was some tension as the needle was pulled back through the rectus layer. At this point, needle was pulled out and it was noted the tip of the connector had broken off. The small piece of plastic (tip) which had broken off was unable to be palpated. The microvasive rep was contacted and the surgeon was assured that the material was biocompatible. The wound was not further opened and explored for this piece of plastic. Pt was closed in the usual manner leaving the plastic tip behind the rectus fascia.